Event description:
It was reported that during the device change out, the surgeon noted that the outer lead insulation was damaged. A repair kit was used and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), resulting in a right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead integrity alert (lia) was triggered due to oversensing, non-sustained ventricular tachycardia (nsvt), and sensing integrity counter (sic). Additionally, there was a suspected lead failure, fracture, and noise. The lead was reprogrammed and a new procedure has been scheduled.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).